Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the self test and the displacement test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error alarm (line number (B)(4); file number (B)(4)) due to a software error. Pump error confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 7.6 mmol/l. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.